Event description:
Healthcare professional reports pt complaining of back pain while using the homechoice device for apd therapy. Pt's blood was drawn on 12/16/97, test results show potassium to be at 6.8 meq/l. Pt was admitted to hosp on 12/17/97 for hyperkalemia. Pt was dialyzed while in hosp and was released into nursing home care on 12/22/97. During follow up, the healthcare professional reports the nursing home attempted to discharge the pt into her daughter's care and daughter refused to be responsible for the care of the pt. On 1/10/98, pt was switched to hemodialysis for therapy and continues to reside in nursing home. No product failure or malfunction was identified.